Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3.0mm x 30mm x 143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another coyote nc balloon. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the balloon and inflation lumen. The balloon was loosely folded. The device was soaked in a water bath for four days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected 4.5mm distal of the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon rupture.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another coyote nc balloon. No patient complications were reported.